Event description:
On (B)(6) 2026, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verio flex meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6), 2026. The patient reported obtaining blood glucose results of ¿136, 132, 131 and 126 mg/dl¿ with the subject meter, performed within an unspecified time of each other. Due to the reported issue, the patient claimed she was unable to determine her correct medication dose (type unspecified). As a result, the patient reported that on (B)(6) 2026, she began experiencing symptoms of ¿tingling and numbness in her legs, feet and hands and general weakness¿. In response to the symptoms, the patient claimed she went to the emergency room where she received IV fluids for dehydration and IV glucose. At the time of troubleshooting, the cca determined that the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. A replacement product were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes after the alleged meter inaccuracy began. The subject meter could not be ruled out as a cause or contributor to the event.